Manufacturer narrative:
(B)(4). Additional info was received from user facility on 01/04/2010 that indicated that additional surgical intervention was required (new trach was placed) thus this event is considered a serious injury. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Review of the device history record and related documents did not show any related manufacturing issues. Inspection and testing indicated that the device met with requirements prior to release.

Event description:
.